Event description:
Information was received indicating that a smiths medical medfusion 4000 pump flange was not in place. It was reported that the pump was repaired (replaced right/left clamp) at customer site under work order number (B)(4). No adverse effects were reported.